Manufacturer narrative:
Additional information: the patient interface (pi) product lot cm00867 was received and evaluated. Visual inspection under microscope of the returned unit revealed white debris on the inner and outside of the cone lens. Some residues were also observed on the inner side of the lens. Visual inspection were performed after pi cones lens cleaning and no manufacturing defects were observed in the samples returned. Functional clip inspection was not performed, since the gripper assembly was broken. Dimensional testing results were within specifications and the sample passed suction testing. Results were found within specifications. No failure was detected with the product. The review of the manufacturing record of lot cm00867 was completed and the documentation shows that product was manufactured according to specifications and no deviation or assignable cause was identified when lot was manufactured. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
The surgery center reported suction loss after the laser was fired. The suction issue was discovered after patient applanation. The procedure completed successfully. No patient injury and/or did the patient require surgical intervention.

Manufacturer narrative:
Correction - expiration date - in the initial report it was said that the expiration date was 8/5/2013 and is incorrect as it should be 8/5/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.